Event description:
It was reported that the infusion set tape did not adhere to skin upon insertion on (B)(6) 2026.

Manufacturer narrative:
MDR (B)(4) name: tandem country: united states of america street: (B)(6) street 2: (B)(6) city: (B)(6) state: (B)(6) zip code: (B)(6) based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site:(B)(4).